Manufacturer narrative:
Additional information was received that the physician replaced the leads due to the broken leads. The patient¿s ipg was not revised. Sc-2316-50 (sn (B)(4)) the complaint has been confirmed. Visual (microscope) and x-ray inspection revealed that four of the cables were completely broken at the bent/kinked location of the lead. The fracture site is 1 cm from the clik anchor setscrew mark.

Event description:
A report was received that the patient will undergo an ipg revision for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg revision for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg revision for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient¿s ipg would not communicate with the remote control. The patient underwent a revision. During the procedure, the physician replaced the leads due to high impedances. No malfunction was suspected with the ipg. Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm.